Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are no distributed in USA products, but similar device product is listed in USA. G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The pentax medical japan responded to a good faith effort request via email on 01-aug-2024 as follows information. Testing for one patient was delayed, but we didn't know how many patients it affected. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
16-jul-2024: sales representative received a call from the facility about the problem and visited the facility. The problem was resolved by providing a replacement product. Confirmed the problem, power turned on but touch panel and monitor output were not possible. (Black display) 17-jul-2024: sales representative contacted service about the problem. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: b4: date of this report? D4: unique identifier (UDI)? G6: type of report? H2: if follow-up, what type? H3: device evaluated by manufacture? H6: coding changed based on the investigation result? Additional information: h4: device manufacture date? Evaluation summary: event that occured is the power turned on but touch panel and monitor output were not possible. (Black display) based on the investigation, a potential root cause of this failure is the process board failure was accidental overcurrent or electrical noise. A definitive root cause of the reported issue could not be identified. The repair report was used to explain to the customer. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. DHR review confirmed that the processor was manufactured under normal conditions at plexas on 16-jun-2023. In-process inspection confirmed that the subassembly was replaced as a rework, passed all required inspections, and was released accordingly. The approved for shipment date and actual ship date were confirmed on 16-aug-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.